Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the upper part of the jaws was found damaged. The electrode was found detached from insulation. New device was opened to continue. No patient harm and nothing fell into the cavity.

Manufacturer narrative:
Post market vigilance led an investigation into the reported complaint in conjunction with engineering. One device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the top jaw was separated from the jaw overmold. There was no missing piece. The reported condition was confirmed. The investigation found the top moving jaw was damaged. The manufacturing engineer was notified and confirmed that the product jaw b seal plate and overmold did disengage and does not meet specifications. The device appears to have been used. No root cause for the jaw b disengagement could be determined. Engineering trained the maryland line operators to be cautious with the tips of the jaws when assembling and handling the devices, and to scrap any devices that show signs of delamination. Engineering reviewed the process to determine potential root causes for delamination. Operators were cautioned to avoid contact of the jaws with assembly fixturing. This complaint will be classified as undetermined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one device sample was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found the top jaw was separated from the plastic over mold. No missing piece. The damage and separation of the jaw's over mold and seal plate likely occurred during the extraction of the device jaw from a trocar instrument. The investigation identified the root cause of the reported event to be user error. The instructions for use (IFU) states carefully insert and withdraw the instrument through the cannula to avoid damage to the device and or injury to the patient. Close jaws using device handle before insertion/extraction in the trocar. Corrective actions have been implemented to mitigate this issue. If information is provided in the future, a supplemental report will be issued.